Event description:
It was reported that the patient was not able to make adjustments with the programmer antenna attached. The patient was able to communicate with the antenna but only occasionally and this started several months ago. It was noted that the patient was able to pull up the programming screen during the call. The patient was on program 4 at 1.7v and couldn't feel stimulation at the time but the stimulation was on. It was reported that the patient would leave it on program 4 at 2.0v and that the patient was keeping a voiding diary as well. The patient experienced a loss of therapeutic effect and couldn¿t void their bowels completely. It was noted that when the patient had a small bowel movement everything came out but when they had a full bowel movement it wouldn¿t come out and the patient would sit there for an hour. The patient¿s symptoms started to return well over 6 months ago and they went to their health care provider¿s (hcp¿s) office on (B)(6) 2014 and they changed them to program 3 at 1.5v. It was noted that the patient didn¿t think anything had changed since then due to the issue they were having with their programmer. It was reported that the patient¿s hcp was very short and curt with the patient. Additional information received reported that the programmer would not do telemetry or very well without the antenna. The anomaly appeared to have occurred through product use and not patient harm was reported. Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient had an appointment on (B)(6) 2014 and their concerns were not resolved. It was noted that the patient had an appointment scheduled for (B)(6) 2014 to program the new device. The patient had called their manufacturer representative but they never returned the patient¿s call. It was noted that the patient was very grateful that they were sent a new device. Additional information received reported that the cause of the event was the programmer and the device needed to be reprogrammed. The device was reprogrammed on (B)(6) 2014. It was reported the patient¿s system was replaced due to not working.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v865460, implanted: (B)(6) 2012, product type lead. (B)(4).